Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Event description:
Surgeon removed rejuvenate left hip and revised. Patient had elevated cobalt.

Manufacturer narrative:
It was determined that this event is a duplicate of MFR. Report # 2249697-2012-02506. When available, investigation results will be submitted under this manufacturer report number.

Event description:
Surgeon removed rejuvenate left hip and revised. Patient had elevated cobalt.